Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke), respiratory arrest, occlusion, weakness, and death are listed in the xact instructions for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that after the implantation of the xact stent in the heavily calcified target lesion in the right internal carotid artery (rica), the patient experienced a stroke with left-sided weakness. The ischemic infarct was confirmed via angiogram showing a segment occlusion with abrupt cut-off in the first middle cerebral artery. The patient was treated with heparin, integrilin, nitroglycerin, transit catheter injection of tissue plasminogen activator and angioplasty in the first middle cerebral artery (m1). The patient was intubated and sedated on propofol. The CT scan and MRI both showed a completed, acute infarct. The patient condition was unchanged and the patient was in the intensive care unit. The patient was extubated five days later and was breathing well on her own. The patient was also treated for decompensated heart failure. Nine days after the carotid stenting procedure, the patient expired of unknown cause in the hospital. She was a do not resuscitate. There was no additional information provided.